Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized, just mentioned when he was at the hospital, he had an MRI with transmitter on.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. Customer stated that they were wearing intravenous tube. The customer's blood glucose level was 57 mg/dl, 127 mg/dl and 80 mg/dl. The sensor will be returned for analysis.